Event description:
It was reported that a patient was shocked by the handpiece (anesthesiologist confirmed this through heart monitoring/diagnostics). The doctor used a different handpiece to complete the surgery. The sales rep is unaware of the patient's current condition.

Manufacturer narrative:
Device has been received and evaluation is on-going. Once complete, a follow-up report will be submitted.